Event description:
It was reported that on (B)(6) 2010: patient with severe back pain, got admitted in the hospital with the following pre-operative diagnosis: degenerative disk disease, l4-5 and l5-s1 with bilateral severe foraminal stenosis l5-s1. Patient underwent the following procedures: complete discectomy, l4-l5 and l5-s1 with anterior interbody fusion, l4-5 and l5-s1. Use of bmp. Per op-notes, ¿the prosthesis, corelink peek cage, was then filled with the bmp and then the prosthesis was placed in the disk space.¿ patient also underwent the following procedures: bilateral decompression l3-4, l4-5, l5-s1 with foraminotomies of l4, l5 and s1 n erve roots bilaterally. Posterolateral fusion bilaterally l4-5 and l5-s1. Bilateral pedicle screw instrumentation l4-5 and l5-s1. Per op-notes, the patient tolerated the surgery well.

Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l4-5, l5-s1 with interbody cage. To achieve fusion, the surgeon performed a procedure by utilizing rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.